Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. The patient was reprogrammed and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead was replaced to address the issue.